Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory alert for high, out of range hv lead impedance. Lead noise was also noted during follow up. During lead explant, it was not possible to fully insert the stylet and the lead was cut. The patient was fine before, during and after the procedure.